Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no weak battery alarm, bad battery alarm and off no power alert noted. Device received with cracked battery tube thread noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had off no power alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they did not receive a low battery alert prior to the off no power alert. New battery did not resolved the issue. Troubleshooting was performed. The insulin pump will be returned for analysis.